Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an im plantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor. It was reported that the patient felt an increase in urinary urgency and frequency and thought it might be related to the low battery life of the ins. The ins was explanted and replaced. The event was related to the device or therapy and due to programming. The event was resolved without sequelae.